Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the needle dislodged from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Additional information: it was reported that the needle detached inside the patient and was not retrieved. The procedure was pinnacle posterior rectocele repair involving the posterior wall of the vagina, rectum, sacrospinous ligament.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the needle dislodged from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: it was reported that the needle detached inside the patient and was not retrieved. The procedure was pinnacle posterior rectocele repair involving the posterior wall of the vagina, rectum, sacrospinous ligament.

Manufacturer narrative:
Analysis found blood and tissue residue on the mesh body. One lead suture was broken, needle not returned. The complaint is confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The directions for use for the device precautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it is likely there was difficulty passing the device through the ssl and the tensile force on the device overcame the strength of the suture, causing it to break off. Therefore, the most probable root cause for this complaint is operational context, as procedural factors most likely limited the performance of the device.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the needle dislodged from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: it was reported that the needle detached inside the patient and was not retrieved. The procedure was pinnacle posterior rectocele repair involving the posterior wall of the vagina, rectum, sacrospinous ligament.